Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 97740, serial#: (B)(4), product type: programmer. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Event date is approximate. Device codes (B)(4), apply to the desktop charger. All other codes apply to the ins. Analysis of the desktop charger (B)(4), revealed that the connector pins were broken. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient's desktop connector (dtc) pin tip was broken off and as a result the patient hadn't been able to charge the ins/stimulation was off, and now had return of pain in his back. The patient called back on (B)(6) 2019, stating that they called rep yesterday about his odc, and could not get a hold of him today and he now had the battery in his back charged up. Caller said when he laid the programmer (pp) over implant he got a sideways battery and he can't get it to stimulate or create a current. They tried to take the batteries out of the tv remote and put them in the pp but it did not resolve the issue. It was reviewed with caller the which were the correct batteries to use in the pp. They were told that the screen he was seeing was indicating his pp batteries need to be replaced. They were told to buy some new pp batteries and if that did not resolve to call back. They reiterated that their hurting lower back began on the 17th, and that on the 19th, they could not turn on their stimulation/had the pp icon for bad pp batteries. The patient also described poor communication. They had called the rep yesterday (B)(6) 2019, and he walked him through holding down the green button and the black and doing a 60 minute count down. They said they got the ins charged up in the back yesterday after they charged a whole hour. They had probably not charged in a couple months. Their reason for them not charging was that they hadn't used it. They reviewed to keep checking the battery since it has been damaged from the over discharge (odc). They were told to not to let the ins battery go below 1/4 a charge and that on the second strike he would have to have the ins replaced. They were told make sure to keep the ins charged. They stated they had physical therapy today and he was going to stop on campus and there might be a nurse there that can check the device. The patient responded via a letter and stated their replacement device resolved their issues of being unable to charge and having pain, but they still had pain at times. No medical or therapy problem was associated. No out of box failure was reported. No symptoms were reported. No further allegations/complications were reported.